Event description:
It was reported the pacer connectors were damaged. The device was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the ventricle output connector is broken. Analysis also found the upper case is dented (affecting keyboard fit). The upper case, lower case, and battery drawer are broken. The battery release and lead flex cover are contaminated. One case screw, ring cover, both bail covers, ring and both bails are missing. Battery contacts are compressed, keyboard is scratched, and lcd (liquid crystal display are missing pixels). (B)(4).